Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse dismantled the pim and examined. No blood was observed in the pim. The fse replaced the safety disk as a precaution. The fse performed calibration checks, all manifold tests, and function tests. The iabp was suitable for use.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) safety disk needs to be replaced. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6) hospital.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).